Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a tear in insulation on black cable visible at the distal end of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue happened during central processing; the black insulation was damaged, but the cable was intact. The instrument is being returned.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw, the insulation was peeled off and lifted up and the piece of the insulation was still connected to the wire insulation and no piece was missing of the conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint regarding tear in the insulation of the black cable was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.